Manufacturer narrative:
(B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device found that the catheter of device was free of obvious kinks and bends and no visual issues were identified with the balloon. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located at the proximal section of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. It is likely that interaction with scope, other devices/tools or any other surface during the procedure could create friction on the balloon, causing the pinhole in the device leading to inflation issues. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon could not be fully inflated. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event, and the patient condition following the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.